Event description:
It was reported that the patient presented to the clinic for a wound check post replacement of the left ventricular (lv) lead and fluoroscopy indicated a lv lead fracture, and had high impedance and no capture. It was also reported that the patient will be followed to see how they respond to loss of cardiac resynchronization therapy and determine if the lv lead will be replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.